Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was not working. Her blood glucose level was 400 mg/dl. She was experiencing high blood glucose levels. The customer stated that there was a 911 call, four months ago, due to a low blood glucose level of 25 mg/dl. She was not wearing her insulin pump at the time of the 911 call. Her blood glucose level was so low that she went into a coma. She was not hospitalized. The insulin pump had two cracks on the right hand side corners of the screen. The customer dropped her insulin pump. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
The pump passed the delivery accuracy test.